Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the pump did not work and the patient removed from pump. It was reported the customer had not been on the pump for 6 years. It was stated that she was not sure what was going on with the pump, but believed it was giving too much insulin or not enough insulin. It did not show that troubleshooting had been done at any time in the past and it was stated that she was told not to use the pump until she received a new one. No harm to the customer requiring medical intervention reported. The insulin pump will not be returned for analysis.